Event description:
Customer reported that forty seven (47) erroneously low potassium results were generated by the unicel dxc 600 synchron system. System calibration and quality controls were within specification prior to the event. The results were reported out of the laboratory. The system was recalibrated and quality controls were run. The samples were retested and the results obtained were within expectations. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse found that the electrolyte injector cup had multiple cracks. The cause and circumstances of the cracks could not be determined. The fse replaced the electrolyte injector cup. No further events were reported. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events. This is one of 47 medwatch reports being submitted as the customer reported that 47 pt results were affected.